Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. The device history record (DHR) was not reviewed as the device serial number was not provided.

Event description:
Edwards received notification that this (B)(6) patient with a valve model 7300tfx27 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approx. 7 years and 5 months due to severe mitral stenosis (mean gradient 20mmhg). A 29mm sapien3 valve was implanted within the surgical edwards valve using the transapical approach. The patient was noted as to be hospitalized in stable condition after the procedure. Indication for initial replacement was severe mitral insufficiency. CABG x 1 was also performed during surgical valve implantation.